Event description:
It was reported that during the implant procedure, the physician attempted to implant the device but did not use the device as the "fixation screw in the connector was not functional", and there was no stimulation. The patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found, setscrew was found in the connector bore.